Event description:
It was reported that the pump touch screen display would turn off when not charging. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.

Manufacturer narrative:
Additional information was received stating that after cleaning the pump screen, the display issue was resolved and therefore the issue is no longer considered a reportable event.